Manufacturer narrative:
The returned device analysis confirmed the reported difficult gripper actuation as one of the gripper arms was initially unable to lower as the gripper cover was caught in the harness. After the lock lever was advanced to lock the clip, the harness released the gripper cover and the gripper arm could then be lowered. The observed product quality problem was due to the gripper cover getting caught in the harness. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, a potential product issue was identified due to the observed product quality problem resulting in the single gripper actuation issue. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a gripper actuation issue. It was reported this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4. An nt clip as prepared per the instructions for use (IFU) and was inserted without issues. However, while attempting to lower the grippers, it was observed that one did not lower. The physician decided to remove the clip and replace it. One clip was then implanted, reducing mr to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.